Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient had to enhance patients lower back coverage. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device was discarded.